Manufacturer narrative:
The correction of h3: a device evaluated by manufacturer, h3: b device not eval provide code, h3: c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3: a device evaluated by manufacturer: no. Corrected h3: a device evaluated by manufacturer: yes. Previous h3: b device not eval provide code: other. Corrected h3: b device not eval provide code: n/a. Previous h3: c if other provide code - explain: device not returned to manufacturer. Corrected h3: c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ prismatic. As it was stated, upon the preventive maintenance activities being performed on the device, loose connection between the device's main tube and anchor plate was identified. There was no injury reported, however, we decided to report the issue in abundance of caution as loose connection holding the device configuration may lead to the device detachment from the ceiling and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, loose connection between the device's main tube and anchor plate was identified. There was no injury reported, however, we decided to report the issue in abundance of caution as loose connection holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem, d1 brand name and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 2nd june 2023 getinge became aware of an issue with one of our surgical lights ¿ prismalix. As it was stated, upon the preventive maintenance activities being performed on the device, loose connection between the device's main tube and anchor plate was identified. There was no injury reported, however, we decided to report the issue in abundance of caution as loose connection holding the device configuration may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event or problem: on 2nd june 2023 getinge became aware of an issue with one of our surgical lights ¿ prismatic. As it was stated, upon the preventive maintenance activities being performed on the device, loose connection between the device's main tube and anchor plate was identified. There was no injury reported, however, we decided to report the issue in abundance of caution as loose connection holding the device configuration may lead to the device detachment from the ceiling and serious injury. Previous d1 brand name: prismalix. Corrected d1 brand name: prismatic. Previous h4 device manufacture date: 11/24/1994. Corrected h4 device manufacture date: 11/21/1994. Initial reporter: getinge service technician.

Event description:
On 2nd june 2023 getinge became aware of an issue with one of our surgical lights ¿ prismatic. As it was stated, upon the preventive maintenance activities being performed on the device, loose connection between the device's main tube and anchor plate was identified. There was no injury reported, however, we decided to report the issue in abundance of caution as loose connection holding the device configuration may lead to the device detachment from the ceiling and serious injury.